Event description:
It was reported that the device exhibited a red screen and error code 46228. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, scratched lcd lens, and a scratched rear label. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. The root cause was unable to be determined. To address the issue the error code was cleared. The service history review had no indication that the complaint was related to a service of the device within the review period.